Event description:
Reportedly implant duration of 5 months. Patient needed pulse lyse, tpa, angio and cryoplasty balloon for re-occlusion of entire stented region. Another stent was also placed in the stent region. See MDR reports that was for the same patient #6000002-2007-00002.